Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the screw drill tip is broken off. The broken piece was returned with the device. The device was manufactured in 2015 and it shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the tip of the device broke off inside patient. The piece was recovered. The surgery was completed with an other sn device. 10 minutes delay.